Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer did not treat the high bg at the time of report. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.